Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal got stuck up in the loader device when the delivery tube was pulled out. A replacement seal was used to complete the procedure. The hosp did not report any pt complication.